Event description:
On (B)(6) 2013, the patient¿s mother/reporter contacted animas on behalf of the patient, alleging there was no low cartridge warning before the school nurse had to change the cartridge in the animas insulin pump. At the time of concern, the patient had elevated blood glucose reading of 290 mg/dl, which eventually elevated to 500 mg/dl. The patient required a shot of insulin to correction his blood glucose reading to 428 mg/dl. At the time of the call, the patient was advised to go on the backup plan. The reporter verified the date/time was correct. There was no trauma, moisture, or corrosion to the pump. It was noted that the alarm history showed 29 alarms. The reported issue was not resolved with training. The animas was replaced and requested back for investigation. This complaint is being reported because the patient had elevated blood glucose of 500 mg/dl while there was an issue with a low cartridge warning.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.